Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow and contrast button key contacts were observed to be misaligned. All button key contacts were found to intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts. Unrelated to the keypad complaint, a discolored display screen was found on investigation.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. A family member reported that the up arrow and down arrow keypad buttons have been sticking for the past month. She stated that the contrast button became unresponsive a month ago, and the up and down arrow keypad buttons began intermittently responding at the same time. The family member denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that the pt wears the pump clipped to his waist.